Event description:
During guidewire manipulation, the scrub nurse noted that the polytetrafluoroethylene (ptfe) coating had stripped off of the device during use. There was no reported clinical consequence to the patient.

Event description:
During guidewire manipulation, the scrub nurse noted that the polytetrafluoroethylene (ptfe) coating had stripped off of the device during use. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found the guidewire was slightly shaped on its distal section. The polytetrafluoroethylene (ptfe) coating was slightly peeled off at 24.0cm and 25.0cm from its proximal tip. The ptfe coating was scraped at 124.0cm from its proximal end. The ptfe coating appeared to have been scraped off of the guidewire with the torque device collett. The guidewire was loaded and advanced into a demo microcatheter. A small amount of friction was noted as the guidewire came out of the microcatheter distal end. The observed anomalies to the ptfe coating were most likely caused by the torque device being dragged down the device as it was insufficiently tightened on to the guidewire. The directions for use state: "securely fasten the torque device onto the guidewire to prevent slippage of the torque device and to prevent damage (i.e. Core wire abrasion/peeling of ptfe, etc)." Therefore, the cause of the ptfe damage is related to use/user error.